Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw, a set screw with a rounded socket, and a damaged set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD) they physician was unable to get acceptable impedance readings. A pin was observed in head and set screw secure. The device was not used and another device was successfully implanted with acceptable readings. No patient complications have been reported as a result of this event.